Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021, further described as ¿past few weeks¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small crack observed on the lower edge of at least two (2) minicaps which resulted in iodine leakage. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.